Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The customer's reported problem was "failed flow rate +7.2%". Inspection of the pump's event log showed no evidence of reported problem. Performed three separate delivery accuracy tests and a visual inspection of the pump. The customer's reported problem regarding delivery accuracy was not confirmed. No problems were found with the delivery accuracy of the pump.

Event description:
It was reported that a cadd® cadd-prizm® vip system failed flow rate. There was no reported patient involvement.